Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient expired due to subarachnoid hemorrhage followed by multi organ failure. It was reported multi organ failure was related to the cause of death. No autopsy will be performed. The device will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Section h4: correction. Manufacturer investigation conclusion: a specific cause for the reported patient outcome due to multi organ failure and hemorrhagic stroke could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2018 due to subarachnoid hemorrhage followed by multi organ failure. It was noted that the multi organ failure was the cause of expiration. The outcome was not related to the device or therapy itself, and anticoagulation was in normal values nearly the entire course of lvad support. No autopsy was performed, and the pump was not explanted. There is no product available for investigation. The heartmate 3 lvas IFU lists stroke, bleeding, and various types of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.